Event description:
Following the placement of the mesh, the pt developed a rash on their abdomen and abdominal pain. Pt was treated with antibiotics and greatly improved.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the eval is completed.